Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber identified a fiber body break between the connector and the control knob; therefore, the reported event is confirmed. The observed condition of the fiber is consistent with excessive manipulation/rough technique applied to the fiber during setup. The device instructions for use (IFU) instruct to not press the fiber end into the tissue and not to bend the fiber at sharp angles as damages may occur to the fiber. Based on analysis and the information available, the interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that at the start of the procedure the physician went to use the fiber and it did not work. The fiber was exchanged and a second fiber was used to complete the procedure without clinical consequences to the patient. The fiber was returned, and analysis identified a fiber body break between the input connector and the control knob.